Event description:
Device 1 of 2. Reference MFR report 1627487-2014-20175. It was reported the patient was not using stimulation for about 6 months due to ineffective therapy and was also experiencing pain at the ipg site. The patient also stated experiencing jolts at the ipg site regardless of stimulation. Additionally, the patient might need MRI in the future. As a result, surgical intervention will be taken at a later date to address the issue. The patient has two leads with the same lot number.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.